Manufacturer narrative:
There are many potential clinical factors that could have contributed to the reported event. However, with no additional, related information provided, the customer reported event was not able to be confirmed. The root cause of the reported event cannot be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that incised anterior capsules were fissured during several laser assisted cataract procedures after the lasers have emitted. No problems during laser portion of the procedures. The surgeries were completed. Doctor notes that laser assisted cataract procedures cause brittleness to the anterior capsule. This is two of two reports being submitted for this same facility. Another manufacturing report will be submitted for the other file.